Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy stone removal procedure performed on (B)(6), 2009. According to the complainant, when the physician placed the balloon in the patient, the balloon would not inflate. The physician removed the device and used another uromax ultra balloon dilatation catheter to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." This event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction.

Manufacturer narrative:
It was noted by the complaint investigator that the condition of the returned unit was consistent with the complaint incident. A visual and tactile examination revealed no damage to the shaft of the device. The balloon was rewrapped but not folded. Traces of dried contrast media were visible inside the balloon. A longitudinal tear was detected in the balloon 18mm proximal from the tip of the device. This investigation will be assigned the most probable root cause operational context. (B)(4).